Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure. Date of procedure was not provided. The legal document alleges that as a direct and proximate result of a malfunction or defect of the da vinci surgical system, instrument or accessory, or its improper and / or unlawful use, the patient suffered injuries and damages.

Manufacturer narrative:
Intuitive surgical inc. Received operative reports on 11/07/2013 with the following information. The patient underwent a davinci robotic hysterectomy with bso and bilateral pelvic lymph node sampling on (B)(6) 2011. From the operative report that intuitive surgical received there is no obvious adverse event reported during the operation and no obvious immediate or long term post-operative complication either. Based on the information that was provided,the operation proceeded smoothly with minimal blood loss and the patient was sent home in satisfactory condition the following day. No late post operative complications are identified, although no follow-up medical records were received by isi.